Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that poor thresholds and fixation were observed during multiple deployments of the device at implant. The leadless implantable pulse generator (ipg) was implanted but one-day post implant the leadless ipg exhibited high thresholds when the patient changed their posture. The leadless ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.